Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle lead exhibited noise reversion. Programming changes were made. The patient was in stable condition.